Event description:
Rptr noted endophthalmitis three days post-operative. Pt rec'd intravitreal antibiotic injection, subsequently became dizzy and was admitted to the hosp for observation. Reportedly recovering well.